Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing with device inhibition. The patient is pacemaker dependent.